Event description:
It was reported the pt was experiencing intermittent sharp pain on the left side of the head and left eye. The pt also reported a loss of therapeutic effect on the right side of the body. The symptoms began following a fall about three months ago. It was also reported the pt had been falling a lot for the three months. Always to the right side. The pt remained at home. Troubleshooting was limited due to the pt's tremor. No ipg light was on for either the right or left battery. The pt was scheduled to see their physician. In less than two weeks. Add'l info has been requested but was not available on the date of this report. See also MFR report # 6000032200807779.

Manufacturer narrative:
.